Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder. Inpen front and back shell did not locked in place properly. Several attempts were made to pair inpen, every time app displayed ¿dose doesn't match¿. The inpen does not pair with commercial mobile app. Inpen did transmit to manufacturing app. Unable to perform baseline/wireless functionality test or displacement dose accuracy. Performed battery investigation and measured 3.058v. Performed electrical investigation. Encoder contacts were soldered and probed to oscilloscope. While attempting to transmit a signal, the scope displayed irregular/inconsistent pulses (see attachment labeled "shell encoder pulses"). The pcba was completely removed from all mechanical parts and inserted in electrical test fixture. An external rotary switch (emulating the encoder) was used. An external power supply was used to provide voltage. The pcba demonstrated no pulses were transmitting using oscilloscope during testing. Several attempts were made, and inconsistency proceeded (see attachment labeled "fixture encoder pulses"). The fact that irregular/inconsistent pulses were observed prior to disassembly and after disassembly can be an indication that the contact springs on the encoder contact boards were not touching the contacts on the pattern wheel or not exerting enough pressure to make electrical connection to produce consistent encoder pulses. In conclusion: inpen did not pair with commercial app. Therefore, no communication was confirmed. Electrical investigation demonstrated irregular/inconsistency behavior, isolated from mechanical assembly. Therefore, no communication anomaly was isolated to co medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that customer reported inpen app pairing issue and customer received inpen not found alert on the application. Troubleshooting was performed but pairing was not successful. Customer was instructed to discontinue use of the inpen and that inpen will be replaced. Customer was instructed that upon receiving replacement, to delete the existing paired inpen and then pair new inpen. The device will be returned for analysis. Explain possible causes. Document mobile device model: iphone 15 plus document mobile device os version (os): ios 17.1.1 t/s exit reason: customer declined/unable to t/s is inpen replacement needed?: no

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.